Event description:
A company representative reported that two yukon polyaxial screws fractured approximately 1.5 months post-operatively. Revision surgery has not taken place nor been scheduled. This report captures the first of two screws.

Manufacturer narrative:
Corrected data: b1, b2, h1. Additional data: b5. H6 coding has been updated to reflect completion of the investigation.

Event description:
The patient was revised.